Event description:
It was reported that the right atrial lead exhibited noise. During the procedure, it was discovered that the right atrial lead had insulation damage and helix retraction issues. There was also difficulty to advance and failure to disconnect from the device. The right ventricular lead exhibited high capture thresholds and insulation damage. The right atrial lead was capped and replaced on (B)(6) 2026. The right ventricular remained implanted. There were no patient consequences.